Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10: additional narrative: h3, h4, h6: part 03.505.003, lot 8142880: manufacturing site: selzach. Supplier: (B)(4). Release to warehouse date: november 06, 2014. The device history record shows this lot was processed through the normal manufacturing and inspection operations with no rework or nonconformities noted. This lot met all functional, visual and functional criteria at the time of release with no issues documented during the manufacturing process. Review of the device history record showed that there were no issues during the manufacture of this product which would contribute to this complaint condition. H3, h6: a product investigation was completed: the device was received in disassembled condition. Upon visual inspection, it is observed that the gear component of the device got slightly deformed. The cover component of the device was missing from the assembly. Rest of the device shows normal wear consistent with the device use which would not contribute to the complaint condition. But no broken features were observed with the returned device. The internal shaft was received with a different lot number. The differences in the lot numbers between the components indicates the customer had potentially disassembled the devices for cleaning and sterilization and mixed up the components with other device components when reassembling them. Dimensional inspection of the relevant components of the received device was not performed due to post manufacturing damage. The relevant drawings were reviewed; no design issues or discrepancies were found during this investigation. The complaint cannot be confirmed. While a definitive root cause could not be determined, it is possible that the component might have got misplaced during sterilization. The differences in the lot numbers between the components indicates the customer had potentially disassembled the devices for cleaning and sterilization and mixed up the components with other device components when reassembling them. There was no indication that a design or manufacturing issue contributed to the complaint. No design issues were observed during the document/specification review. Based upon these results, no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during an open reduction internal fixation (orif) of multiple rib fractures on (B)(6) 2020, three (3) shafts for the 90 degree screwdriver was broken during the case. Multiple components (gear, gear cover, axle and shaft) in use were noticed to have an issue. One screwdriver blade would not turn once the screw engaged in bone, while the 2 screwdrivers had the gear cover popping off during use multiple times. One of the four screw drivers was the only one working and was used to complete the case. The procedure was successfully completed with 20 minutes surgical delay. There was no patient consequence reported. This report is for one (1) shaft for 90° screwdriver. This is report 2 of 3 for (B)(4).